Event description:
Affiliate reported that after implantation fluid did not flow through the device. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that an occlusion could not be confirmed, however when tested, the valve failed the programming and pressure test. Biological debris was seen throughout the device and appears to be the root cause for the problem noted. A review of the device history records confirmed that the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.